Manufacturer narrative:
The logs, images, timestamps, etc. Were requested but unable to be provided; therefore, a thorough investigation was unable to be performed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
A (B)(4) was received that reported an incident where a patient¿s data was mixed with another patient's data when transmitting files from the epiq 5 ultrasound system to the pacs. There is no allegation that the reported patient data mix-up impaired clinical judgment or affected patient outcome. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow-up report upon its completion.